Manufacturer narrative:
Technician found that the latch rivet was missing and the cause was unk. He installed a latch rivet and the siderail function properly. He found this stretcher out of service in a repair shop and there were no alleged injuries.

Event description:
Technician alleged that the left siderail could not be latched.